Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false negative results during immediate spin crossmatch using the mts buffered gel cards. According to customer, facility was performing correlation studies between tube method and buffered gel cards tested on provue. Customer stated testing was performed using mts buffered gel cards lot # 030615004-02 exp 1/21/2016 and mts diluent 2+ with crossmatch testing on provue included 1 sample and four donors. Patient was b-positive, while the donors had different types that included group o, rh positive, group a, rh positive, group b, rh positive and group ab, rh negative. Customer also stated, is crossmatch on provue between ab donor cells and b patient plasma was compatable (false negative) using buffered gel cards and is -spin; but while using tube method, is-crossmatch was incompatible.(4+). Issue started on: (B)(6) 2015; reported (B)(6) 2015 . Error occurred during: immediate spin x-match. Customer is reporting incident for documentation. However, concerned that is-crossmatch is failing to detect abo incompatibility.